Event description:
A customer reported that the adc device would not power on with either button press or test strip insertion. The customer experienced symptoms of fatigue, weakness, confusion, and was unable to self-treat. A glucose result of 42 mg/dl was obtained on an adc meter and customer was treated with "juice brick" and glucose by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. The reader did not power on with button, strip, or usb cable insertion. Reader was sent for further investigation and de-cased, there was no issue observed upon physical inspection. The reader was place into test fixture and pressure was applied to the central process unit (cpu). The reader turned on and the battery was charging. Returned battery was measured with specification. Returned battery was replaced with a known good battery and the reader did not turn on. Therefore, issue is confirmed to poor soldering of the cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with either button press or test strip insertion. The customer experienced symptoms of fatigue, weakness, confusion, and was unable to self-treat. A glucose result of 42 mg/dl was obtained on an adc meter and customer was treated with "juice brick" and glucose by third-party. There was no report of death or permanent injury associated with this event.